Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe, as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ white particles observed on the surface of the device. No further actions are required, as the device was implanted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted and replaced.